Manufacturer narrative:
Elab found parts functioned as designed.

Event description:
The svc report shows that while performing a svc call for est failures the cse became aware of an intermittent alarm. The npb cse inspected the device and replaced the alarm assembly, power switch and batteries. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.